Event description:
Report received from the USA stating that the device was "making a hissing sound and was also leaking oil." The device was not being used during a procedure. No patient or user injures were reported. There was no add'l info provided.

Manufacturer narrative:
The device was received by anspach. If add'l info is received, a supplemental report will be sent. (B)(4).